Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance test shows an electrical open at proximal end of the catheter, between 130-140cm from the distal housing. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During preparation, after flushing the ivus catheter, the image sensor was damaged. The procedure was not completed due to this issue and was rescheduled. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During preparation, after flushing the ivus catheter, the image sensor was damaged. The procedure was not completed due to this issue and was rescheduled. No patient complications were reported.